Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was not getting good coverage. High impedances were noted on the lead. The patient underwent a revision wherein the lead was replaced. There was a visible kink in the lead. The patient was reportedly doing well after the procedure.

Event description:
A report was received that the patient was not getting good coverage. High impedances were noted on the lead. The patient underwent a revision wherein the lead was replaced. There was a visible kink in the lead. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the lead passed mechanical tests performed. Visual inspection found that the lead body was fractured/kinked at the proximal end just before the retention sleeve. X-ray inspection of the lead revealed that multiple cables were completely broken at the fractured/kinked location of the lead. The broken cables resulted in the reported complaint of high impedance. (B)(4). Device evaluation indicated that the lead passed visual, electrical, mechanical and photographic imaging tests performed. The complaint was not verified. Device exhibited normal device characteristics.